Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) unit has a broken fiber optic connectors. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer(fse) that discovered the issue during the pm identified a broken fiber optic connector. Other than that, unit was found to be fully functional. The fse replaced the broken fiber optic connector. The unit was calibrated and passed all functional and safety tests per factory specifications. Service was completed.

Event description:
N/a